Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm without low battery alarm. Customer was using alkaline type of battery. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that this was not the second occurrence of off no power without a low battery warning. Customer reports they were able to clear the alarm. Customer were able to complete the insulin pump rewind. Customer was advised to run the self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.